Event description:
Reference (B)(4) for related complaints) (documenting cassette) per email: outbound. Patient reports pump 374437 alarmed no disposable alarm with 65ml in reservoir of cassette 3 from (B)(6) 2022 pre-mixed treprostinil shipment. Troubleshooting could not correct but patient was able to move cassette to backup pump 365763 and pump running without alarms since. Patient did not have to waste cassette. No further details provided. No patient injury.